Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: date MFR rec is (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to use one resolute onyx drug eluting stent to treat a mildly tortuous and moderately calcified lesion located in the proximal right coronary artery, exhibiting 80% stenosis. The lesion was calcified with fibrotic elements and a diffuse disease over a long segment. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported multiple attempts and ballooning was performed, however when removing the stent, it was found 2 areas with the struts disrupted. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to use one resolute onyx drug eluting stent to treat a mildly tortuous and moderately calcified lesion located in the proximal right coronary artery, exhibiting 80% stenosis. The lesion was calcified with fibrotic elements and a diffuse disease over a long segment. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported multiple attempts and ballooning was performed, however when removing the stent, it was found 2 areas with the struts disrupted. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Additional information: date MFR rec is (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.